Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The teflon pad had char marks and was also separated from the jaw and partially missing, exposing metal underneath the pad. The probe also had char marks. Based on similar reports, a potential cause for the mechanical damage to the teflon pad is operator¿s technique. It was reported that the physician operating the device was not experienced with the device. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a salpingo-oophorectomy procedure, the teflon pad melted. There was no reported patient injury or device fragment falling into the patient. The procedure was completed using another device from the same lot.

Manufacturer narrative:
This supplemental report is being submitted to update the device manufacture date. The device date of manufacture is january 15, 2018.